Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the cup into the acetabulum the version guide was jammed into the slot of the impaction handle which has warped the guide and now it is extremely difficult to get the guide into the handle.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.